Event description:
It was reported to medtronic neurosurgery that a hole was found on the strata's reservoir chamber when it was going to be connected to the catheter(s). Another valve was used to complete the surgery. It was also reported that the patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.